Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
DHR review was completed. Part number: 03.019.008. Synthes lot number: 8519196 . Release to warehouse date: 07.aug.2013. Manufacturing site: (B)(4).. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition customer quality conducted an investigation of the returned device. We have forwarded the received part to the responsible manufacturing site for investigation, upon visual inspection the article is in a good condition, small traces of use are visible at the carbon bolts which are used as a self-holding feature when the drill sleeves are attached in ø13 mm and ø12 mm holes of the aiming arm. DHR review showed no issues. During manufacturing investigation, all relevant and significant characteristics like dimensions and functions were checked. All measured characteristics are within the specifications and the aim-arm passed the functional tests. There were no references to the reported issue. No misalignment of guiding holes was detected. No production failure has been found. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the surgical technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Telephone number unknown. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported aiming arm was used in surgery on (B)(6) 2017. After an unknown multiloc short nail was inserted, the surgeon drilled at the most distal hole. After that, when the surgeon drilled at the second distal hole, the drill interfered with the nail. The surgeon drilled the hole using k-wire and the drill, and then the screw could be inserted. The surgery was completed with a 5-minute delay. There is no adverse consequence to the patient. The surgeon commented that the aiming arm had been used many times, so it might have become worn and degraded. As additional information, dried trials were performed only on the proximal holes. Concomitant parts: drill (part# 03.010.060, lot# unknown, quantity 1); k-wire (part# unknown, lot# unknown, quantity 1); screw (part# unknown, lot# unknown, quantity 1); nail (part# unknown, lot# unknown, quantity 1). (B)(4).